Event description:
It was reported the patient had surgery to revise their neurostimulator (ins) pocket due to erosion and pain. The ins eroded out of the skin from the pocket. The patient engaged in strenuous activity prior to the first and second layer of stitches fully healing. The patient was also prescribed antibiotics. No further complications were reported.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Manufacturer narrative:
Block d2b: product code: additional product code qon. Block g4: premarket / 510(k) #: additional premarket / 510(k) # p190006. Block h11: investigation details: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. Based on this investigation, the investigation conclusion code of known inherent risk of device was chosen as the allegations relate to discomfort, erosion, and pain which are addressed in the product labeling and risk documentation. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported the patient had surgery to revise their neurostimulator (ins) pocket due to erosion and pain. The ins eroded out of the skin from the pocket. The patient engaged in strenuous activity prior to the first and second layer of stitches fully healing. The patient was also prescribed antibiotics. No further complications were reported.